Manufacturer narrative:
Additional information was received confirming the red alerts were still being generated for this system. A boston scientific sales representative confirmed the office is aware but no further details were known regarding patient follow up. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information from this latitude system that a red alert had been received due to high right ventricular pacing lead impedance measurements. No adverse patient effects have been reported.

Manufacturer narrative:
The account is aware of the red alert and will be following the patient. No other adverse events have been reported. This product issue will be updated if additional information is received.